Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin was leaking from reservoir. Customer stated she had high blood glucose. The blood glucose reading was 128 mg/dl. Nothing further reported.

Manufacturer narrative:
Inspected two opened and used reservoirs. Checked o-rings/stopper groove for anomalies and none were found. Ran basal and bolus leaking test. Performed manual prime and high pressure test per specifications. Installed reservoirs and connector. Reservoirs did not leak.